Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change to black-black. The vcd was retracted and they felt that the skin was being pulled to the point of elevation and the window did not change color. After releasing tension and retracting again, the indicator window became black - black and the button was depressed to unfold the plug. After 5 minutes of pressure, the vascular puncture point was checked and still spraying blood. There was no reported patient injury. The femoral artery was accessed with an 8f non-cordis sheath, and at the end of treatment the device were withdrawn to use the vcd for blocking. During retraction, pulsatile blood flow was first seen to stop, and retraction was continued until the short sheath was withdrawn from the surface of the skin and the end of the delivery rod of the blocker was under the skin. The procedure was performed using a retrograde approach. The physician had achieved certification for using the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was verified through angiography, confirming the insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. The puncture site showed no visible calcium, plaque, vessel tortuosity, stent, or stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm, nor had the site been closed with any device or manual compression within 30 days prior. Hemostasis was achieved using a compression device. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. However, the exoseal vcd and vascular sheath introducer were not retracted together until bleed-back significantly slowed or stopped, and the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction, and the plug was deployed to the proper location. Fingertip compression was maintained on the skin during device removal. No anticoagulants, antiplatelets, or thrombolytics were used. There were no multiple stick attempts. The device is being retuned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change to black-black. The vcd was retracted and they felt that the skin was being pulled to the point of elevation and the window did not change color. After releasing tension and retracting again, the indicator window became black - black and the button was depressed to unfold the plug. After 5 minutes of pressure, the vascular puncture point was checked and still spraying blood. There was no reported patient injury. The femoral artery was accessed with an 8f non-cordis sheath, and at the end of treatment the device were withdrawn to use the vcd for blocking. During retraction, pulsatile blood flow was first seen to stop, and retraction was continued until the short sheath was withdrawn from the surface of the skin and the end of the delivery rod of the blocker was under the skin. The procedure was performed using a retrograde approach. The physician had achieved certification for using the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). The suitability of the femoral artery was verified through angiography, confirming the insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. The puncture site showed no visible calcium, plaque, vessel tortuosity, stent, or stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm, nor had the site been closed with any device or manual compression within 30 days prior. Hemostasis was achieved using a compression device. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. However, the exoseal vcd and vascular sheath introducer were not retracted together until bleed-back significantly slowed or stopped, and the physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red during retraction, and the plug was deployed to the proper location. Fingertip compression was maintained on the skin during device removal. No anticoagulants, antiplatelets, or thrombolytics were used. There were no multiple stick attempts. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Upon visual inspection, the unit was already inserted into a non-cordis csi. The deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dried blood residues. The indicator wire was retracted. The indicator window was received in the white/black/red position, and the cowling guard was locked. No anomalies were observed during the analysis. It was confirmed that the plug had been deployed and the guard was locked with the indicator wire (iw) retracted. A functional analysis could not be performed since the unit was already deployed. The pinion gear-indicator wire (iw) rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. A microscopic analysis was not necessary, as the internal mechanism had already been reviewed. The reported event of ¿plug-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. The reported event by the customer as ¿indicator window ¿ damaged - access site lost¿ was not confirmed, as the indicator window was found to have no damages or anomalies. The indicator window was manually moved and successfully transitioned through the three stages. Procedural and/or handling factors might have contributed to the condition reported on the unit. As stated in the IFU, which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ the instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. The product analysis results suggest that the reported failures could not be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change to black-black. The vcd was retracted and they felt that the skin was being pulled to the point of elevation and the window did not change color. After releasing tension and retracting again, the indicator window became black - black and the button was depressed to unfold the plug. After 5 minutes of pressure, the vascular puncture point was checked and still spraying blood. There was no reported patient injury. The femoral artery was accessed with an 8f non-cordis sheath, and at the end of treatment the device were withdrawn to use the vcd for blocking. During retraction, pulsatile blood flow was first seen to stop, and retraction was continued until the short sheath was withdrawn from the surface of the skin and the end of the delivery rod of the blocker was under the skin. The device is being retuned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.